Manufacturer narrative:
(B)(4). The evaluation was unable to determine a cause for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured september 5, 2013 - september 6, 2013. The actual device was not returned; however, an unused companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed by filling the device with water. During and after filling, no evidence of a leak was observed. The device was positioned on its side; the next day there was still no evidence of a leak. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filling valve of a small volume folfusor leaked. This occurred during filling. There was no patient involvement. No additional information is available. This is report 4 of 9.